Event description:
This pt experienced an acute thrombotic event aprroximately eight hours after the completion of a complex cardiovascular procedure in which they underwent rotablator and had three cypher tents placed in a heavily calcified, tortuous, diffusely diseased left anterior descending artery (lad). The pt had a myocardial innfarction (mi) as a result of this acute closure. The event was treated with a re-ptca and the placement of an additional cypher stent distal to the other three. This pt was admitted to the hospital with a chief complaint of chest pain, dyspnea on exertion, and nausea, in the setting of a known positive stress test. The pt was currently taking asprin, statins, cozar and atenolol. The pt was taken electively to the cardiac cath lab, where angiography revealed a calcified, diffusely diseased, long lesion in the lad. Approximately 11 hours later the pt began to complain of chest pain. Pt was given morphine times 2 doses and dilaudid without relief. A stat ECG noted t-wave changes, specifically elevation in the anterior leads. A heparin drip was started. The pt blood pressure dropped into the 80's systolic and pt was diaphoretic and vomiting. A dopamine drip was started and a 500 cc saline bolus was administered. The pt was transported back to the cath lab. The artery was re-cannulated 63 minutes after the onset of symptoms. Angiography revealed a thrombotic occlusion in the newly placed stents in the lad. Reopro was given intra-coronary, and a maintenance drip was started. An intra-aortic balloon pump (iabp) and swan catheter were inserted for hemodynamic support. The pt received oxygen via 100% non-rebreather mask. The thrombus was treated with re-ptca and the placement od an additional 2.5 x 18mm stent in the distal lad. The pt was discharged three days later to an acute care facility without any complaints of chest pain. Of note, peak cardiac enzymes at 24 hours post event were: ck 2928 and ck-mb 149/5.1%.